Event description:
It was reported that the customer administered a bolus that was too large for their needs. The customer's blood glucose (bg) level subsequently decreased to 40s mg/dl. Customer consumed orange juice to address bg and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.